Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted that the patient experienced lightheaded. The pacemaker replacement was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted that the patient experienced lightheaded. The pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.